Event description:
It was reported that the patient presented in clinic for a follow up. Clinic transfer note and electrogram review indicated that the pacemaker and right ventricular (rv) lead exhibited noise oversensing resulting in inappropriate high ventricular rate episodes and noise reversions. The pacemaker was explanted and replaced on (B)(6) 2026 while the status of the rv lead is not known. The patient was in stable condition.

Manufacturer narrative:
Correction: please retract this report 2017865-2026-05332 as the pacemaker should not have been submitted as a medical device report (MDR) as the noise issue was alleged on the right ventricular (rv) lead with no allegation of malfunction on the pacemaker. The pacemaker was explanted due to upgrade reason.